Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the baby had an umbilical artery catheter (uac) placed. During the next day, the baby was placed in an isolette. At some point after the baby was in the isolette, the uac was noted to be leaking. Leaking was limited to fluid not blood. Per m.d., it appeared there was a pin-size hole in the catheter itself distally from the tip of the catheter. The customer further reports that betadine was used to clean the skin area and the area was completely dry prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secured with tegaderm. The uvc was inserted (B)(6) 2013. It was a continuous feed. Saline was used to flush the line using the smallest syringes, 3 ml. The device was not cleaned. The uvc was removed (B)(6) 2013 and replaced with a 3.5 french uvc. The patient remains critical. The customer reports some blood and fluid loss but minimal.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.